Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, shortness of breath, gastroesophageal reflux, cholecystectomy, cholecystitis, depression and obesity. Previously administered products included for hair loss: bupropion. Concurrent conditions included deviated nasal septum since (B)(6) 2015, chronic maxillary sinusitis since (B)(6) 2015, chronic ethmoidal sinusitis since (B)(6) 2015, septoplasty since (B)(6) 2015, calf pain since(B)(6) 2015, offensive vaginal discharge since (B)(6) 2015, vaginal discharge since (B)(6) 2015, low back pain since (B)(6) 2015, bacterial vaginosis, endometriosis (endometrioma in right ovary, peritoneal endometriosis), retroperitoneal hematoma (right paravesical retroperitoneal hematoma), painful periods, uti, ovarian cyst, endometriosis, low back pain, irregular menstrual cycle, mood swings, weight gain, swallowing difficult, chest pain, dysuria, headache, visual impairment, auditory disorder, balance disorder, sore throat, nausea, muscle pain, joint pain, breast discharge, paresthesia, pain of lower extremities, abdominal pain, fibromyalgia, vaginal odor, vaginal haemorrhage, vaginal dryness, vaginal discharge, lack of libido, cramp in lower abdomen, libido decreased, bacterial vaginosis, hair loss, retroperitoneal haematoma and adhesion. Concomitant products included medroxyprogesterone acetate (depo-provera) and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), headache ("headaches"), migraine ("migraine"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingo oophorectomy lysis of). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal discharge, headache, migraine, bladder disorder, cystitis, nausea, fatigue and weight increased outcome was unknown. The reporter considered bladder disorder, cystitis, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: specification of surgery: total laparoscopic hysterectomy and bilateral salpingo oophorectomy and evacuation of the right retroperitoneal hematoma, extensive lysis of adhesions, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure devices in place with fallopian tubes occluded. Bilateral occlusion. Ultrasound scan - on an unknown date: several large gallstones and at that time she had secondary signs of cholecystitis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: new events added: dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problem, bladder infection, vaginal discharge, migraine, headaches, nausea, fatigue, and weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.